Event description:
In 2006, this patient was implanted with the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. The procedure went as planned, six days later, the CT showed infolding of the ipsilateral leg and waisting of the contralateral limb at the aorto-iliac junction. In 2007, the physician reintervened and successfully dilated the contralateral leg. On approx two months later, the physician once again reintervened but attempts to dilate the ipsilateral leg were unsuccessful. However, the physician states the gradient across this portion of the stent was diminished significantly and the patient has remained asymptomatic since. There has been no sign of thrombus within the infolded portion of the graft. On the next month, a follow-up computed tomography scan confirmed the limb was infolded yet patient. The patient is reported to be doing well with not adverse sequela.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient and related to this event gore excluder aaa endoprosthesis contralateral leg component (pxc141200/lot#04642219).